Event description:
A malfunction code labeled as "malf 16" was reported, which caused recurring issues with the insulin pump. There was no adverse impact on the customer's blood glucose level, and it did not exceed 500 mg/dl. The customer was assisted by technical support, who provided information on resetting the pump. However, since the malfunction persisted, the decision was made to replace the pump. The customer was instructed to switch to multiple daily injections (mdi) as a backup therapy, put the malfunctioning pump into storage mode, and return it within 10 days using a prepaid label.